Manufacturer narrative:
(B)(4).

Event description:
It was reported that competitive atrial pacing was observed via remote transmission. Patient was asymptomatic. No intervention was performed. The patient will continue to be monitored routinely.